Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized 2 days after the onset of peritonitis. The cause of the peritonitis was reported to be a small bowel obstruction. Treatment was not reported. The patient was discharged after 23 days of hospitalization. At the time of this report, the patient was recovering from peritonitis. Pd therapy had been discontinued. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13h17028 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient was (B)(4).